Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and device has moved up. Device remains implanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. And device has moved up. Healthcare professional, additionally reported, rupture. Device has been explanted and replaced.

Event description:
Healthcare professional later reported rupture.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and device has moved up. Healthcare professional additionally reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. Creases/folding of implant: observed, fold creases. Malposition: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.